Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine h3 other text: not returned yet.

Event description:
There was no patient involved. Device alarm heard and prompts device service required.

Event description:
There was no patient involved. Device alarm heard and prompts device service required.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2015. The device was returned for ¿device alarm heard and the device prompts device service required¿. Information from the history log shows the device failed the weekly auto self-tests on the (B)(6) 2018 and the (B)(6) 2018. The temperature recorded during these self-tests was below the indicated stand-by temperature of 0°c, with a low of -3.5°c recorded. The user would have been alerted with a ¿warning, low battery device service required¿ prompt and a flashing red status led, as per the reported fault. The device records further occasions throughout the history log were the temperature was recorded below 0°c, with a low of -10.9°c recorded. The battery monitoring circuitry was verified during the investigation, and the returned pad-pak was measured and found to be consistent with an expiry of june 2019, and were not low enough to trigger a low battery warning. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. Therefore it is concluded that the low battery fails detailed in the report were due to the device being stored outside the indicated range. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.